Event description:
It was reported that this left bundle branch (lbb) lead was unable to be implanted due impedances decrease down to the 200 ohms. Another lead was set in place. No adverse patient effects were reported.